Event description:
Our office in a foreign country reported that a female pt experienced a corneal ulcer with use of complete comfort plus. Pt reportedly consulted a doctor who claimed it was related to contact lens wear. No info received regarding treatment. The pt recovered. The pt indicated that she used two units of complete comfort plus ( see MDR # 2020664-2006-00092). Root cause unk.

Manufacturer narrative:
Batch record review of reported lot and retain eval were performed; all results within specification.